Event description:
On (B)(6) 2025 majung - further information was received from arthrex UK: the anchor was solid, but the tip of the introduced driver broke. He said, it was flush, so he left it in the patient. The surgeon isn¿t concerned.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex was able to determine the most likely cause. The most likely cause of the reported and observed failure is user error. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking or being damaged. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. Directions for use dfu-0054-eo revision 7 bio-fastak, fastak, suturetak, and fibertak, suture anchors. G. Precautions 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. Directions for use. Dfu-0404-sub-eo revision 0. Warning to help avoid inserter breakage and potential patient injury: avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. Visually inspect the inserter for potential breakage after each implantation. See example in figure 2. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported by a user report to the mhra that during a surgery on the patient's fractured right elbow with replacement of the radial head, the driver of the ar-3602-2 snapped during fixation and lodged inside the bone. This occured while the surgeon was repairing the soft tissue. The broken part of the instrument was identified by the surgeon using x-ray imaging. After a risk assessment by the surgical team, it was determined that removing the broken piece would pose more risks than leaving it in the patient, as it was not expected to come loose or compromise the patient's function. No further information was received.